Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was described as the patient didn¿t wash their hands. The event was manifested by cloudy effluent. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (1g once every fifth day) and intraperitoneal ceftazidime (1g daily) for peritonitis. Two days after the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient was started on oral fluconazole (250mg daily for fourteen days) for peritonitis. The following day, the vancomycin and ceftazidime were discontinued and the patient was started on intravenous meropenem (1g daily for fourteen days) for peritonitis. Also that same day, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was not recovered, remains hospitalized and therapy with meropenem and fluconazole is ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.